Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported unintended stimulation. The patient additionally noted a recent history of full body fungal infection; the patient confirmed that the evoke scs system did not cause or contribute to the fungal infection. Per the patient, the infection and unintended stimulation concurrently contributed to the patient perceiving a decrease in pain relief. Diagnostics were performed included reprogramming and an impedance check, with no anomalies identified. At the patient's request, the evoke scs system was explanted.